Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in the appearance of the device. The actual sample was rinsed and dried and subjected to another visual inspection. No anomalies in the appearance were revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated through it at each flow rate, while the pressure drop was determined and confirmed to meet manufacturing specifications. A review of the manufacturing record and the shipping inspection record confirmed that there is no indication of production related problem or discrepancy in the test/inspection results. A search of the complaint file found no other report of this nature with the involved product/lot# combination. The cause for the reported event cannot be definitively determined based upon the available information since the investigation results verified that the actual sample was the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) "adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported pressure increase in the capiox fx15 device. Follow up communication with the user facility confirmed the following information: (1) an increase of pressure in the oxygenator led to a closure of the product in its functions during the first hour of surgery; (2) the procedure was completed successfully; and (3) there was no harm to the patient.